Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/09/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:the display screen is blanked. Open pump cover to inspect, moisture corrosion was visible in pump compartment. Investigator cannot complete investigate due to blank screen and moisture were occurred.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank after the pump had been exposed to water. The reporter noted that the pump was making a buzzing noise while attempting to power the pump on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.